Event description:
It was reported that the controller was changed out in the clinic on (B)(6) 2023 for a tear in the patient's white power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the white power cable was unable to be confirmed. A review of the log file contained data spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Throughout the entire log file, the black power cable¿s relative state of charge (rsoc) voltage intermittently fluctuated. The fluctuations did not cause alarms to activate. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. No photos or additional documents were submitted for review. No product was planned on being returned to abbott. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms for several weeks starting on (B)(6) 2023 prior to their clinic visit on (B)(6) 2023. The log files revealed a system controller exchange.